Manufacturer narrative:
Continuation of d10: product ID: tm91scs2, serial#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient stated they were having problems connecting to their communicator. Patient service walked patient through how to pair the communicator to the handset and patient was able to successfully pair communicator and handset. Patient stated they used to have group a and b but now they only have group a. Agent reviewed with patient that they will need to follow up with their healthcare provider to discuss how the device is programmed. Patient was in pain and was crying during the call. Agent walked patient through increasing their intensity in program 1 and they felt better but could feel the vibrations on their leg. Agent reviewed that patient could adjust intensity based on their preference. Patient also mentioned that the service was terrible and that they were not given any instructions on what to do with the external devices. Agent provided patient with website to read manuals and redirected patient to healthcare provider. Patient had questions on how to charge the implanted neurostimulators and how to use the recharger. Agent assisted the patient in charging their implant and reviewed general use of external devices with patient. Agent reviewed confirming with physician if they were ok to charge since the ins was just recently implanted.